Event description:
Healthcare professional reports a nurse punctured left index finger while using direct check quality control. The "small puncture" did not require treatment. The nurse was not using the protective sleeve. No report of serious injury, or administration of medical treatment. Medical safety data sheet was provided to customer.

Manufacturer narrative:
(B)(4): device history record reviewed for ncmr and CAPA. No product returned. Result: record evaluation completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.